Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited an infection. A revision was performed, and the pacemaker was explanted from the right thoracic region, while this right ventricular (rv) lead was capped at the fascia. On the same day, a new implantation was performed on the contralateral side of the left thoracic region, and the procedure was successfully completed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).